Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. It was reported currently that the patient has disease progression with aortic neck dilatation. The patient's aortic neck changes from 26 mm to 28 mm in diameter. It was reported months post stent graft implant the CT demonstrated the stent graft has migrated distally 40 mm, with a type I endoleak. The physician elected to place two aneurx aortic cuffs, the migration and the type I endoleak was resolved. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
Evaluation codes, conclusion: disease progression with aortic neck dilatation.